Event description:
The customer reported that the system displayed a charge voltage error. The field engineer noted that the error prevented the system from performing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended adan put back into service.